Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions for resetting the pump, assisted in the process, and confirmed the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the issue reappears.